Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) placed the customer oxygen (o2) sensor into a lab use only electronic patient gas system (epgs). He observed the epgs to pass repeated calibrations and track the fraction of inspired oxygen (fio2) within the expected tolerances per the release testing. Per data log analysis, on (B)(6) 2020, each time the gas system was calibrated it failed calibration with an 'o2 sensor out of range at calib' message. The sensor value was below the allowed range. The log also showed the sensor was replaced on (B)(6) 2020 and then calibration passed. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the epgs would not calibrate. He attempted to calibrate the oxygen (o2) sensor and it failed. He replaced the o2 sensor and performed release testing. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) kept failing calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.